Event description:
The patient presented after hearing an alert from the implantable cardioverter defibrillator (ICD). It was discovered that the right ventricular (rv) lead was exhibiting t-wave oversensing (twos), undersensing of r-waves and increased thresholds. The ICD subsequently provided inappropriate anti-tachycardia pacing and shocks were aborted. The rv lead pacing configuration was reprogrammed and lead sensitivity was also adjusted. The ICD and rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated rv (right ventricular) oversensing. Eleven episodes of t-wave oversensing (twos) were recorded on 2013-(B)(6).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Con products: 5076 implantable pacing lead (B)(6) 2007; 3777 (x2) pain stim lead (B)(6) 2010; 37711 pain stim implantable pulse generator (B)(6) 2010; 37752 (x2) neuro recharger (therapy date unavailable); 37743 neuro programmer (therapy date unavailable). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.